Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. However, the battery was most likely defective based on previous investigations of the same issue. The customer was issued with a replacement internal battery as part of a warranty claim. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. The device was not in patient use at the time of reported event.